Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 75-90% stenosed lesion in the mid diagonal coronary artery with moderate calcification and mild tortuosity. During use of a balance middleweight universal ii guide wire, the wire became stuck with an unspecified balloon catheter during descent. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that there was resistance with the balloon during advancement and removal. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 75-90% stenosed lesion in the mid diagonal coronary artery with moderate calcification and mild tortuosity. During use of a balance middleweight universal ii guide wire, the wire became stuck with an unspecified balloon catheter during descent. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.